Manufacturer narrative:
(B)(4). Attempts were made to gather thorough event information during complaint processing; the patient has been in stable condition (information obtained via distributor). The returned guidewire had its coil wire and polymer jacket elongated at the middle solder where 45 mm proximal to the tip. The polymer jacket was ruptured and the coil wire was exposed 9 mm distal to the middle solder. Approximately 20 mm distal to the middle solder, the core wire was fractured. Each diameter of the coil wire, core wire, and twist wire near was gradually decreased toward each fracture surface. These findings suggested these wires were fractured due to pulling force. A piece of the elongated coil wire was tangled with a snare that was used to retrieve the guidewire fragments. The returned piece of the coil wire was elongated approximately 230 mm in length and several pieces of the polymer jacket were remaining on it. The returned guidewire was severely damaged and it was unable to identify the size of the fragment left in the vessel. Lot history review revealed no anomaly relating to the reported event and no other similar product experience report was received. Based on the obtained information and investigation outcome, it is concluded that the guidewire got fractured due to focal pulling force exceeded the product design limit while its tip was trapped between the stent and the vessel wall. There was no indication of product deficiency. The warnings section of the IFU states: - do not practice stent delivery when using this guide wire for parallel wire technique; - do not manipulate the guide wire through strut of stent; - never push, auger, withdraw, or torque a guidewire that meets the resistance. Torquing or pushing a guidewire against resistance may cause guidewire damage and/or guidewire tip separation or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any bucking of the guidewire tip. If guidewire tip prolapse is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guidewire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action; and, - if any resistance is felt due to spasm or the guidewire being bent or trapped while operating the guidewire in the blood vessel or removing it, do not move or torque the guidewire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guidewire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel.

Event description:
During pci for treating an advanced stenotic lesions in the lad #6 and 7, an asahi guidewire was used to protect d1 while another guidewire was used to deliver a stent to the lad. Because the tip of the asahi guidewire got jailed between the embedded stent and the vessel wall, the guidewire got fractured during removal of the guidewire from the vessel. A snare was used to retrieve the tip fragments; however, not all of the fragments could be retrieved. Another stent was embedded over the remaining fragments and the procedure was completed.